Manufacturer narrative:
The complaint product was returned and visually inspected. The screw was severed into two pieces at the first thread and only a part of it returned. The screw looked well used. There was debris all over the screw. The hex drive was worn and the face of the screw was covered with a crystallized substance. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fractured inside the implant.